Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. The moment the ablation started, the contact force (cf) went high (hi). When the catheter was removed from the patient's body, blood had entered on the spring part of the tip. Replaced the qdot micro catheter to another new one. The procedure was completed without patient consequence. Additional information was received on 21-jan-2025. The catheter pebax was not physically cracked/broken. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-feb-2025 observed a separation between the pebax and the electrode section and foreign material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 20-feb-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation 06-feb-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed a separation between the pebax and the electrode section and foreign material inside of it. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿contact force (cf) went high (hi)¿ and ¿blood entered the spring part of the tip¿ issues. In addition, biosense webster inc. Analysis finding of the ¿separation between the pebax and the electrode section and foreign material inside of it¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿contact force (cf) went high (hi)¿ and ¿blood entered the spring part of the tip¿ issues. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Manufacturer's reference number: (B)(4).